Event description:
Subsequent to the previously filed report, the following information was received: the initial information was misreported, the suture break occurred when the plunger was removed (step 3). No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. Material separation of the suture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided and analysis of the returned device, a cause for the reported issue is related to the circumstances of the procedure. The device condition is evident of a material separation of the suture during suture harvest (step 3). The reported difficulty and subsequent treatment appear to be related to an interaction an interaction with patient anatomy or suture/ link pulled until it breaks contributed to the reported suture retrieval issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, the suture broke during knot advancement with the suture trimmer. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. Material separation of the suture was confirmed. However, the reported material separation during knot advancement is related to case circumstances and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided and analysis of the returned device, a definitive cause for the reported issue could not be determined. Based on observations from the returned analysis the returned device does not match the reported event. The device condition is evident of a material separation of the suture during suture harvest (step 3). In this case, it is possible the event was miss reported, or the wrong device was returned. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.